Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The patient was repeated and the results were negative. The following data was provided: sample processed on (B)(6) 2023 sid (B)(6) initial result = 6248.01 miu/ml repeat result from (B)(6) 2023 = <1.20 miu/ml. New sample same patient sid (B)(6) tested on (B)(6) 2023 = <1.20 miu/ml. Sample ran before initial sample was a high b-hcg result = 74164.71 no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect i1000sr, serial number (B)(6). Service determined the arc, probe (08c94-47) to be the likely cause of the discrepant result. Replacement of the part resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module, serial number (B)(6), or the arc, probe (08c94-47) was identified.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The patient was repeated and the results were negative. The following data was provided: sample processed on 16may2023 sid (B)(6)initial result = 6248.01 miu/ml repeat result from 20may2023 = <1.20 miu/ml new sample same patient sid tested on 20may2023 = <1.20 miu/ml sample ran before initial sample was a high b-hcg result = 74164.71 no impact to patient management was reported.